Event description:
The customer reported that the cannula was bent and broken.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent/broken cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.